Manufacturer narrative:
See d3, d4 expiration date, g1, h4, and h11. Complaint has been evaluated and is similar to: 1644408-2019-00181; 351-03-107, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to instability.